Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that a multifire scorpion needle was used for a shoulder procedure. The needle was passed with the suture through the rotator cuff several times. Upon removal of the needle from the patient's joint, it was discovered that the tip had broken off. The tip of the needle was unable to be located. An x-ray was performed and the tip was also unable to be located in the patient. Per the sales rep, the surgeon concluded that the tip may have been suctioned out during shaving of the joint, however it was not found.